Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gynecology procedure, the device needle detached from the thread. There was no patient involved in this case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle. The product was received with the loop broken; the loop was not returned. The suture was observed to be detached from a needle. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. However, the investigation detected a secondary condition of loop broken that has no relationship to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gynecology procedure, the device needle detached from the thread, they then used another device to resolved the issue in order to complete the case. There was no patient involved in this case.